Manufacturer narrative:
(B)(4). The pump was received with a critical pump error (open book image) alarm and insulin pump error alarm noted in the pump history, problem isolated to the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The pump was also received with cracked select button keypad overlay, stained keypad overlay, end cap address label fading, scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump showed pump error during basal. Customer reported that were able to clear the alarm and complete insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.